Event description:
It was reported that the patient underwent surgery on (B)(6) 2012 and mesh was implanted concurrently with surgery to release fibrotic band/paravaginal adhesions due to stress urinary incontinence and vaginal stricture, transvaginal tape release, excision of mesh and release of periurethral band. It was reported that the patient experienced physical pain, stomach and vaginal pain, persistent infections, urinary incontinence and will require additional medical treatments. It was reported that due to mesh erosion, infections and pain the patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00780. The same patient is represented in each medwatch.